Manufacturer narrative:
Date of event/procedure will be estimated as (B)(6) 2022. The UDI is unknown because the part/lot numbers were not provided . The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The xience skypoint stent was implanted for treatment. In-stent thrombosis was noted on an unknown date. Type of treatment was not specified. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.